Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified, de novo, 60% stenosis in the mid left anterior descending (lad) artery. Reportedly, the 2.5 x 15mm rx trek balloon catheter could not be inflated in the moderately calcified lad during first inflation with the increasing atmospheres by the indeflator. Resistance was felt during advancement of the device due to mild to moderate lesion calcification. There was no resistance during retraction of the device. A non-abbott balloon catheter was successfully inflated to desired diameter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.